Event description:
It was reported that this was closure of an unspecified access site using a starclose device after an unknown procedure. Reportedly, the sheath did not split all the way down and only split halfway during step three when advancing the thumb advancer. The safety release was pressed, and the device was removed. The device clip was not deployed. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to cut sheath include, but not limited to, device pulled back too hard or incorrect positioning inside the vessel while pressing the thumb advancer. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date.